Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/12/2020. A manufacturing record evaluation was performed for the finished device batch pdr948-8521h and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices had needle pulled off during handling before use on patient? Unknown, customer only reported that it occurred 3 times consecutively. How many devices had needles pulled off during actual use on patient? Unknown, customer only reported that it occurred 3 times consecutively. Device return status/follow up device available for returned, dhl booked, rmao will be updated. Note: events reported in 2210968-2019-88652, and 2210968-2019-88654.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle detached from suture. There were no adverse patient consequences reported. No additional information was available.